Event description:
The event is reported as: complaint description: the customer reports recurrent reliability issues with the clips used for thyroid surgery. The issue would concern the clip applier or the clip itself. The clip leads to slip off vessel, because it is not closing properly, 2 or 3 clips are often used to obtain a complete closing. Some clips, opened or closed, are found in the operating field. Clinical consequence reported: further surgery is needed. Complaint received one year after the event occurred. Add'l info was requested: the only info available is that there was no pt injury or death reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. Per device history report (DHR) investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. MFR will continue to trend relating complaints.